Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise. The noise was reproducible with rotational arm movements. The lead was capped and replaced on (B)(6) 2016. No negative outcome in regard to the patient.